Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pause in the patient¿s pacing. It was suspected that the pause was due to right ventricular (rv) lead oversensing that may have been caused by rv lead interaction with a capped lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.